Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2018. According to the complainant, it was noticed that the cut wire was oriented in the wrong direction. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual examination of the returned device found that the distal pierced hole torn; this last condition displaced the cutting wire. Also, the working length of the returned product was found to be twisted at several locations and the cutting wire was kinked. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted working length at several locations and kinked cutting wire. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2018. According to the complainant, it was noticed that the cut wire was oriented in the wrong direction. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.